Event description:
It was reported that the patient underwent a revision surgery due to instability. The insert was exchanged.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted and confirms no clinically relevant documentation was provided; therefore, a thorough medical investigation could not be performed. It was reported that approximately 16 months post implantation, the patient required an insert exchange/revision (from a 11mm bcs to 15mm constrained) due to knee laxity. Per communication, ¿ there was no reason to believe they were in any way damaged or faulty¿. The root cause remains unknown. The patient impact beyond the reported laxity and subsequent revision could not be concluded. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include poor surgical technique or device selection. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.